Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to study: this (B)(6) male patient in the (B)(6) study had a type ib endoleak noted on a follow-up CT (4 days post-procedure). On (B)(6) 2015, a proximal component (zteg-2p-42-162-pf, lot # e3276059) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone2. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (4 days pp), a follow-up CT showed a type ib (distal end) endoleak. The following comment was made: distal reperfusion of the false lumen. This did not result in a new clinical event or intervention. There was evidence of false lumen perfusion with the source noted as other: distal reperfusion by secondary entry tears. Patient outcome: unknown, as no further information has been received.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to imaging provided on 12jul2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging review. According to imaging review intimal disruption began in zone 0, and the false lumen continuing inferiorly through the abdominal aorta, eventually terminating in the left common iliac artery, why the dissection is a type a dissection. Although no post implantation imaging was provided to confirm the reported endoleak, the preimplantation cta demonstrates multiple entry tears downstream the expected sealing stent location that would have filled the false lumen retrograde after endograft implantation. Since these would have occurred outside the endograft and not along the endograft wall, they would not have constituted endoleaks. The type a dissection was treated as a type b dissection. Endograft length was too short to exclude entry tears just downstream the expected distal stent location. A type a dissection patient was treated with the use of zenith tx2 taa endovascular graft. As per IFU, the tx2 graft is indicated for the endovascular treatment of patients with symptomatic acute or chronic dissections of the descending thoracic aorta (type b dissection) and has not been formally tested in patient populations with type a dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 06jun2016: on (B)(6) 2015 (121 days post-procedure), the patient was hospitalized for open surgery for endograft retrieval and arch replacement with elephant trunk. The conversion to open repair was performed due to aneurysm growth: ¿aneurysmal evolution (7cm) of the descending thoracic aorta evidenced to be of infections origin¿ and ¿previous aneurysm on acute dissection bit < 5 cm.¿ the investigative site noted that the adverse event was not related to the study product but was thought to be related to the study procedure. On (B)(6) 2015 (150 days post-procedure), the patient was discharged from the hospital following the conversion to open repair.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the investigation of this complaint was only based on the information provided in this complaint file. No imaging was received to support the output of the investigation, why it was not possible to determine either the existence of the reported event or the root cause of it. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (4 days post-procedure). On (B)(6) 2015, a proximal component (zteg-2p-42-162-pf, lot # e3276059) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone 2. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (4 days pp), a follow-up CT showed a type ib (distal end) endoleak. The following comment was made: distal reperfusion of the false lumen. This did not result in a new clinical event or intervention. There was evidence of false lumen perfusion with the source noted as other: distal reperfusion by secondary entry tears. Patient outcome: on (B)(6) 2015 (53 days pp) the patient was discharged from the hospital. Patient outcome unknown, as no further information has been received.